Event description:
A customer reported that their pump declared an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, tandem technical support sent a box of cartridge replacements and provided a replacement pump. The customer was advised on how to handle the pump in storage mode and return the problematic pump using the provided return box and pre-paid label, which they understood and acknowledged.